Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4) - aviva insight meter system 1 ¿ serial number - (B)(4). (B)(4) - unknown roche meter - system 2 - serial number - unknown.

Event description:
Customer reportedly received the following results on an aviva insight meter, compared to another roche meter (unknown), within 10 minutes: 210 mg/dl (aviva insight meter) and 57 mg/dl (unknown roche meter). Name of the second meter unclear, but the strips used for each measurement were from same vial. No serious injury reported. Requested product for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.